Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/04/2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: all soft tissue operations - breasts and tummy. All got prophylactic and post op antibiotics. Treated with antibiotics and removal of sutures. Prednisone even given due to nature of allergic nature. No patients had wound breakdown or wound infections. After normal good healing started this response about 3 to 4 weeks after clean perfect wound closure.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2019. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the lot number is mck602. More than one suture of w3208 is used per patient. Used product cannot be returned as it was disposed of after the case. The complaint was only for one code, but the surgeon experienced the issue on more than one patient. Additional patient reported under 2210968-2018-76643.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/15/2019.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the monocryl suture used on? What was the tissue condition, (i.e., normal or thin, calcified, fragile, diseased)? Lot #? Procedure name? What medical/surgical intervention was provided? How did you treat the suture site infection? Were antibiotics prescribed ? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction)? Date - time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Patient current condition?

Event description:
It was reported that patient underwent an unknown procedure on unknown date and suture was used. Following the procedure, the suture site became infected. It is unknown how long after the procedure this occurred. The patient is being treated for the infection. The patient's current condition is unknown. Additional information has been requested.